Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited cyclical right ventricular (rv) lead noise every two seconds, which was likely attributed to breathing. It was noted that this rv noise was not oversensed. Review of the right atrial (ra) channel revealed suspected farfield signal oversensing of the biventricular (biv) pacing, as the signal was visible approximately every 800 ms. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.